Event description:
It was reported: pt died shortly after this revision. The official cause and date of death is still unknown. The sulzer representative for the region that this occurred in is having difficulty contacting this pt's physician.

Event description:
It was reported: revision.